Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the clinical procedure was stopped but no patient harm was reported. A remote service engineer (rse) contacted customer and found that customer had approached third-party for repairing the device and did not contact philips. No further information regarding patient use or resolution information could be obtained. The codes were updated based on the investigation outcome. H3 other text : customer asked third-party to repair the system; no device inspection was performed.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the clinical procedure was stopped but no patient harm was reported. A remote service engineer (rse) contacted customer and found that customer had approached third-party for repairing the device and did not contact philips. No further information regarding patient use or resolution information could be obtained. The codes were updated based on the investigation outcome. The catalog item identifier, manufacture date, reporting address line 1 and the reporting address city have been updated.

Event description:
It has been reported to philips that the system could not perform exposure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.